Manufacturer narrative:
The root cause of the cassette vacuum check failure was traced to a defective main pcb, which is responsible for controlling system functions including vacuum regulation and sensor feedback. The failure of the pcb led to an inability to complete the vacuum check, triggering a system lockout and preventing continued use during the procedure. The device responded as designed by entering a fault state and preventing use, which resulted in procedural interruption. The lot history, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
Additional information received since the initial report. Local anesthesia was used during the procedure.

Event description:
The user facility in germany reported that during procedure, an error message indicating the cassette vacuum check failed was displayed. The surgery was stopped and the patient was transported to another clinic where the surgery was completed successfully. The patient's outcome is good.

Manufacturer narrative:
The device was evaluated and it was found that the printed circuit board (pcb) was defective. A replacement is required. The device history record was reviewed and there were no nonconformities or anomalies related to this complaint. The investigation is ongoing.